Event description:
It was reported that the device was not heated. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the printed circuit board was faulty. Additionally, the float switch which triggers an alarm when the water level in the reservoir gets too low worked as it should but the water temperature in the device would not go past 20 degrees. The device was recalibrated and the printed circuit board was replaced.